Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6.the event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown: unknown femoral component, unknown. Unknown: unknown tibial component, unknown. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a bilateral knee arthroplasty. Approximately 1 year post-op, the patient underwent a bilateral knee revision due to instability. Both mc polys were revised and the thickness was increased. The surgeon noted that they thought the patient's soft tissues had ''stretched'' over time due to excessive tibia varus and did not think the prosthesis had any part to play. Attempts have been made and all available information has been provided.